Event description:
A customer reported that the screen of their pump was broken, rendering the touchscreen unreadable and unresponsive. There was no information available regarding any impact on the customer¿s blood glucose level. The pump was confirmed to start, charge, and be recognized by the computer, but the device was returned for further inspection, and a replacement pump was sent to the customer.